Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that nothing changed, just had to start charging every three days. The patient reported that they made an appointment with their doctor. The issue was not yet resolved. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that she was having to charge every three days and previously she only had to charge once a week. The patient mentioned before she noticed the implant needed more charging, the battery would deplete and therapy would shut off. The patient¿s back would hurt due to the therapy being off so the patient would charge the implant back up. It was confirmed the patient was charging to full and the patient was charging until the charge sufficient or charge complete. The indication for use was spinal pain.